Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok button is not responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the ok and contrast keypad buttons were unresponsive; the contrast button has no effect on insulin delivery function. The up arrow and down arrow buttons were found to have normal spring back. There was evidence of adhesive found under the ok and contrast button key contacts. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. A missing piston cap was also found to be missing. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.